Event description:
It was reported that the fluorostar 7600 system had an intermittent loss of video image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The connectors and boards were re-seated during the service call. The system was tested and found to be working as intended and placed back into service.